Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with pulse generator exhibiting a data anomaly where quickopt and vectselect measured different values. No interventions were made. The physician had elected to monitor. The patient was in stable condition.